Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor, inlet line proximal filter and muffler assembly were replaced to address the issue. In addition of the above evaluation, the usb extension cable was replaced due to damaged and the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and cleaning and software version was checked, which was not related to the malfunction/issue.